Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: image loss during operation while using a rubina tower. Black screen requiring a system reboot. On-site intervention. The tests carried out suggest that the issue originates from either the tc201 or the tc304. No negative impact in state of health reported.